Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing". The alarm was silenced, settings were reviewed and pump was powered off. Not able to access for air bubbles. Patient not affected. Resvol- 13.5 ml. No further information available.